Event description:
It was reported that the patient has deceased. The cause of death was congestive heart failure. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was available at this time.

Manufacturer narrative:
Final analysis found normal device characteristics.